Event description:
Additional information was received that reported the patient first started experiencing the periods of spasticity was the patient e xperienced a few periods of hypotonia between april and may. The cause for the inability to aspirate the catheter was unknown. The patient¿s weight was unknown but the patient was very small and the reporter guessed no more than 100lbs, if even that. No further c omplications were reported or anticipated regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿damage to transition tube¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4) implanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 03-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 314.5 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that they were doing a revision today. The hcp had tried to aspirate through the cap (catheter access port) and wasn't able to get anything out. The patient was currently asymptomatic but had had a couple of periods of spasticity. Additional information was received on (B)(6) 2020 at which time it was reported that the hcp ended up revising the catheter by adding a new pump segment to the existing spinal segment. The pump was also replaced since the pump was nearing eri (elective replacement indicator) anyway. The hcp did not believe there were any issues with the pump or the catheter. He felt the reason the patient was symptomatic (hypertonia) was because the patient had been getting too much baclofen. The symptoms had only happened a few times, but it was enough to concern the family. The new pump was programmed to deliver baclofen (2000 mcg/ml at 250 mcg/day). No further complications were reported/anticipated.